Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a lobectomy procedure. The first fire of the powered handle with a 45 reload to lung parenchyma was successful. After that, the firing with the second reload stopped halfway. It could not be fired anymore. Tried to fire several times replacing the reload, but the same event occurred three other times. The procedure was completed with another device. The surgical time was extended by less than thirty minutes. Additional tissue resection was required by pec due to the issue. Oozing and bleeding occurred as well. The status of the patient is no problem.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of three devices. Visual evaluation of the reloads noted that they were partially fired and the anvil clamping mechanisms were deformed. Functional evaluation noted that the reloads fired as expected. Replication of the deformed anvil clamping mechanism may occur under the following conditions: when application over tissue that is beyond the recommended thickness range or application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.